Event description:
Device malfunction: difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a physician attempted arteriotomy closure of the cfa after an unspecified procedure. The starclose device did not disengage and got stuck. The device was pulled out forcefully and hemostasis was achieved by manual compression. The pt was fine following the procedure. No additional info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.